Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an inability of the device to alarm report at the central station. There was no report of patient or user harm.